Event description:
It was reported following deployment of this femoral filter, removal of the guidewire met with resistance, which resulted in the filter being pulled down into the right iliac vein. The patient developed thrombosis post procedure. The company's attempts to obtain further details have been unsuccessful. Should further details become available a supplemental med watch report will be filed under the appropriate sequence number. This device remains implanted. Therefore, no failure analysis will be available. As a lot number was not provided a device history search could not be performed. The company's follow up revealed a vena-cavogram was not performed and the procedure was performed under ultrasound, which may have contributed to this event. However, company is unable to determine the exact cause for this event.